Event description:
It was reported that syringe solomed 5ml ll 22x1-1/4 w/sh sla had a broken plunger. The following information was provided by the initial reporter: when applying the medication to her husband, she found that the syringe had a broken plunger, there was an attempt to aspirate the medication, but the syringe did not have enough pressure, when trying the second syringe she noticed the same deviation and in the third one, too, one of the samples is contaminated with the drug.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-02 h6: investigation summary samples received for investigation, through the sample sent by the customer, it is possible to observe the incident of a prematurely activated plunger, however samples did not show the aspirate draw or barrel cracked failures. Premature plunger activation the analysis of the lot history (DHR) of the package sent by the customer and verification of the maintenance records and quality notifications were performed where no records potentially related to failure were found. For the reported incident, one possible cause is a screw-up in the syringe assembly process that could lead to a weakened safety rod. Another possible cause is a weakening of the safety rod in the molding process generating a lower than intended breaking force. Validated tests for activation force of the rod are performed during the release of the produced batches as a form of control. Improvement work was carried out with the implementation of actions to contain the reported incident: installation of a raised part on the solomed syringe guide, this elevation allows the syringes to be guided by the plunger and not by the barrel flange, and validation of the new vision system of the equipment aspirate/draw- the DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The sample provided by the customer was evaluated and validated leakage test according bd specifications was performed, it is not possible observe the defect reported. Thus, was not possible to confirm the complaint or define a root cause to the occurrence. The incident reported from this complaint will be monitored for trend assessment barrel cracked the DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The sample provided by the customer was evaluated and validated leakage test according bd specifications was performed, it is not possible observe the defect reported. Thus, was not possible to confirm the complaint or define a root cause to the occurrence. The incident reported from this complaint will be monitored for trend assessment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. See h10.

Manufacturer narrative:
H6: additional information: photos were received in addition to the samples received for the investigation. The photos did not change the results of the investigation.

Event description:
It was reported that syringe solomed 5ml ll 22x1-1/4 w/sh sla had a broken plunger. The following information was provided by the initial reporter: when applying the medication to her husband, she found that the syringe had a broken plunger, there was an attempt to aspirate the medication, but the syringe did not have enough pressure, when trying the second syringe she noticed the same deviation and in the third one, too, one of the samples is contaminated with the drug.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: (B)(6). Initial reporter fax#: cpf: (B)(6) / dn: (B)(6) 1990. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that syringe solomed 5ml ll 22x1-1/4 w/sh sla had a broken plunger. The following information was provided by the initial reporter: when applying the medication to her husband, she found that the syringe had a broken plunger, there was an attempt to aspirate the medication, but the syringe did not have enough pressure, when trying the second syringe she noticed the same deviation and in the third one, too, one of the samples is contaminated with the drug.